Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. The rv lead has been exhibiting a gradual rise in impedances, most recently during an in office check, reaching 167 ohms. In addition, noise with no pacing inhibition was exhibited on the rv shock channel. Technical services was consulted and recommended troubleshooting and programming changes. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to replace the lead.

Event description:
Additional information received indicated the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.